Event description:
Information was received from a consumer regarding a patient who was receiving 15 mg/ml dilaudid at an unknown dosage via an implantable pump for non-malignant pain and failed back syndrome. On (B)(6) 2016, it was reported that the pump did not work for some patients. No patient symptoms were reported. No interventions were reported.